Event description:
Boston scientific received information that the right atrial (ra) lead was noted to be fibrosed to the right ventricular (rv) lead around the superior vena cava. When the rv lead was freed, this ra lead was pulled back. The ra lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.